Manufacturer narrative:
The lab eval indicated that the complaint for priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point. Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
There was no report of serious injury or illness associated with this complaint. A product problem, embrace pump priming error, was reported to be associated with this complaint. The device was returned for testing and investigation and the priming error was confirmed and determined to be due to a broken pump case - rear housing pivot point. This product problem is considered likely to result in a serious injury or illness should it recur.